Manufacturer narrative:
Concomitant medical products: product ID :64002, lot# n381186, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: adapter. Product ID: 748251, (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. Product ID: 748251, (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. Product ID: 3387-40, lot# v008172, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Product ID: 3387-40, lot# v008172, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 64002, serial/lot #: n381186, ubd: 28-mar-2017, (B)(4); product ID: 748251, (B)(4), ubd: 09-dec-2009, (B)(4); product ID: 748251, (B)(4), ubd: 09-dec-2009, (B)(4). Product ID: 3387-40, serial/lot #: v008172, ubd: 02-jun-2010, (B)(4). Refer to manufacturer report #3007566237-2018-02025 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was erosion of the wound over the right burr cap and lead. The hardware was visible. It was reported there were no obvious signs of infection. No external/environmental/patient factors were thought to have led or contributed to the issue. The wound was surgically washed out and closed. The issue was resolved and the patient was alive without injury at the time of the report. No further complications were reported or anticipated. Additional information was received from the healthcare provider via the manufacturer representative (rep) indicating that there was again erosion and signs of infection at the scalp incisions. No environmental/external/patient factors were thought to have led or contributed to the issue. Yeast and pseudomonas was confirmed on (B)(6) 2018. Interventions/actions included all products explanted on (B)(6) 2018. The issue is reported to be resolved at the time of this report. All devices were discarded and will not be returned for analysis. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Correction made on implant date of adapter in continuation of d11: product ID 64002 lot# n381186 serial# implanted: 2013-(B)(6) explanted: 2018-(B)(6) product type adapter product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: 2018-(B)(6) product type extension product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: 2018-(B)(6) product type extension product ID 3387-40 lot# v008172 serial# implanted: 2006 (B)(6) explanted: 2018-(B)(6)product type lead product ID 3387-40 lot# v008172 serial# implanted: 2006-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.